Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. The customer was unable to confirm if their blood glucose level exceeded 500 mg/dl as the pump screen would not turn on. There was no adverse impact to the customer's blood glucose level reported. Technical support decided to replace the pump under warranty, and the customer was instructed to switch to multiple daily injections (mdi) as a backup therapy.